Event description:
A report was received that the patient's lead had migrated and was displaying high impedances. The lead was explanted and device analysis revealed that lead cables were broken and part of the clik anchor was missing.

Event description:
A report was received that the patient's lead had migrated and was displaying high impedances. The lead was explanted and device analysis revealed that lead cables were broken and part of the clik anchor was missing.

Manufacturer narrative:
Other suspect medical device components involved in the event: model #: sc-4316, description: next generation anchor kit-sterile. Sc-2316-70, sn (B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead found 5 cables were completely broken at the bent/kinked location of the lead, 0.5 cm from the retention sleeve. High impedance readings were registered at contacts # 1, 8, 9, 15 and 16. The broken cables resulted in the reported complaint. The broken cables are still contained inside the lead body. Sc-4316 one of the eyelets of the clik anchor was ripped, and a small piece of silicone was not returned. The physician was not aware of any parts of the clik anchor being left in the patient.